Manufacturer narrative:
The pump had a cracked display window, a cracked case at the display window corners, a missing reservoir tube o-ring and a broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir did not lock/click in place. The pump passed the idle current, run current, self test, off no power, unexpected restart, prime, excessive no delivery, displacement and rewind tests. Unable to perform the basic occlusion or occlusion tests due to the broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir compartment. The customer states piece broke off. The customer's blood glucose level was 81mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.